Manufacturer narrative:
Concomitant medical products: 5086mri52 lead, implanted (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency room for shocks delivered and ethanol use. Interrogation showed that there were four ventricular fibrillation detections and atrial fibrillation present. There was possible inappropriate therapy for atrial fibrillation/rapid ventricular response. The device remains in use. No further patient complications have been reported as a result of this event.